Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front keypad buttons on a spectrum pump were not working. This was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'front keypad buttons not working at all' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a keypad keys were not working. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.